Manufacturer narrative:
The customer had a fat transfer procedure that resulted in an abscess and cellulitis. The patient had to have a procedure to drain the abscess. The lot number is unknown and the device was not returned for evaluation.

Event description:
Abcess and cellulitis following a fat transfer procedure.